Event description:
Patient reported right side "experiencing pain, discomfort, encapsulated and capsular contracture baker grade iii." The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "recall", "pain, discomfort", "radial folds" and "encapsulated". Healthcare professional additionally reported right side capsular contracture baker grade iii and later seroma. The device remains implanted.

Event description:
Patient reported right side "recall", "pain, discomfort", "radial folds" and "encapsulated". Healthcare professional additionally reported right side capsular contracture baker grade iii and later seroma. The device remains implanted.

Event description:
Patient reported right side "recall", "pain, discomfort", "radial folds" and "encapsulated". Healthcare professional additionally reported right side capsular contracture baker grade iii and later seroma. Patient later reported granuloma and inflammation/irritation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "experiencing pain, discomfort, encapsulated and capsular contracture baker grade unknown." The device remains implanted.